Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid left anterior descending artery that is 90% stenosed. The 2.75x12mm nc trek neo balloon dilatation catheter met resistance during advancement with anatomy and once at the lesion ruptured during the first inflation at 10 atmospheres. Another nc trek balloon was used to successfully continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon dilatation catheter (bdc) interacted with the calcified anatomy resulting in the reported difficulty advancing. Additionally, it is likely that damage to the balloon material occurred during advancement against resistance resulting in rupture during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.